Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp0181 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter connector could not be connected. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the catheter connector could not be connected. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling an nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector pieces were returned not assembled. A microscopic observation revealed some damage on the barbs of the locking arms. The distal connector piece was bisected and the compression sleeve was observed to be advanced; however, the inner diameter of the connector piece began to narrow slightly proximal to the steep taper section. This premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through, even prior to advancement of the compression sleeve. This investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.